Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures was reviewed, and it confirms that the trauma interface didn't recognize the probe. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from misuse, rough handling, a broken wire in the probe cable, bent pins in the connector or an open circuit on the data line are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an internal fixation surgery, a sureshot perc tan/fan drill guide probe was opened and connected to the trauma interface, but it did not work, the interface displayed the following error in red color: ¿sureshot probe invalid or broken sensor¿. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.